Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case inside the lens carton. The opened peel pouch was also returned. Viscoelastic was observed on the lens. Both haptics were bent in the gusset area upon return. A photo displaying the product displayed the lens positioned on the mylar lid post with one bent haptic. The second observed bent haptic of the sample most likely occurred upon replacement into the lens case for return shipment. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. The company model lens is qualified for use in the company cartridge only. It is unknown if qualified products were used. Based on the photo and the returned sample, bent haptic damage was observed. All lenses are 100percentage inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if qualified associated products were used. The IFU instructs: company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. Lenses with a 6.5 mm optic diameter may need to be pre folded for easy entry into the back of the cartridge. Lens may be pre-folded by gently applying pressure to the edge of the lens while holding the central optic with forceps. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information is received. The manufacturer internal reference number is:(B)(4).

Event description:
A healthcare professional reported with the description of one leg of the intraocular lens did not unfold during placement. Additional information has been received and stated that leading haptic does not bounce back properly (remains closed).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).